Event description:
The customer reported that during an angiographic procedure, the catheter would not torque any more. As the catheter was removed from the pt, a piece of the catheter broke off inside the sheath introducer. The sheath and broken catheter piece were then removed safely from the pt. No harm or injury was reported.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. A review of the device history record did not reveal any exception documents. The complaint database was revised and found no similar complaints for this lot number. Upon visual inspection of the returned device the complaint was confirmed. The catheter had separated into two pieces 18.2cm distal to the strain relief. A slant cut was found in the tubing near the proximal end. Two flattened areas were also found in the tubing 6mm and 24.5cm distal to the slant cut. Several kinks were also noticed in the catheter in the following locations: 12.5cm from the distal end of the strain relief, 3cm, 5cm, and 5.5cm distal to the slant cut. The distal end of the body tubing was also twisted to a degree that the lumen of the catheter was closed. Merit is unable to determine the exact root cause of the failure. However, due to the damage presented in the catheter it can be concluded that the device underwent aggressive manipulation during the procedure. Method: process eval.